Event description:
It was reported that the battery casing device was "not holding.¿ the event was not reported to have occurred during surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No patient harm, adverse outcome or injury was alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the device¿s prongs were damaged and contacts were corroded. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear from use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.